Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10) and to correct h10 (information was inadvertently omitted from the initial). Correction to h10: the following information was provided regarding the user's reprocessing methods: the device was not cleaned, disinfected, or sterilized before requesting repair. It is not known when the foreign material adhered to the device. It was noted that the scope is for training purposes only and was not used on a patient. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found inside the nozzle, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. The nozzle was not reported to have been deformed and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected by following the instructions for use, ¿chapter 3 preparation and inspection¿, which state: "9. Inspect the air/water nozzle at the distal end of the endoscope's insertion section for abnormal swelling, bulges, dents, or other irregularities. 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: watertightness was not maintained due to scratches on switch 1; the distal sheath adhesive part was missing; the adhesive part of the objective lens had come off; the bending angle was insufficient due to the elongation of the angle wire; the play of the angle knob was out of the normal state due to the elongation of the angle wire; peeling of the paint was recognized on the air/water supply cylinder and suction cylinder; and scratches were found on multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera gastrointestinal videoscope had a pinhole causing air/water leakage. The customer reported that this scope was used as a training model and not on patients. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the nozzle was clogged with foreign material. The foreign material remained in the nozzle, which can cause insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the nozzle noted at estimation.